Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some of the display led segments do not illuminate. Internal evaluation revealed corrosion of the copper shield and component due to fluid ingress. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Event description:
It was reported that a couple of segments are missing from the top and bottom led displays. The segments are always off (no flickering). There was no audible or visual alarm. The unit is unable to engage in monitoring activities as a result of the missing segments. Customer stated that the user could not decipher what the displayed values were. No pt involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.